Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after implant, telemetry data revealed that the battery voltage was extremely low and that the lead impeddance data was "unstable".